Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged burning smell. There was no report of patient harm or injury. The device was returned to a philips investigation laboratory for device evaluation. The technician unable to confirm foam particles in the air path during the device evaluation. There were some secondary findings like pca burned and water ingress. Additionally, there were some technical findings like error code. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.